Event description:
During unpacking for a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. When a 16x2.75mm taxus liberte' drug eluting stent was unpacked it was noticed that the catheter shaft was fractured. This was noticed outside the pt. Pt complicatoins were reported as none. Procedure outcome was ok. This product is only ous approved, but it is similar to a marketed us device.